Event description:
Rptr had a laparoscopic cholecystectomy done. The operating physician informed the pt, after the procedure, that there was an accident on the operating table. The trocar went down to bladder and accidentally cut the bladder. The device was supposed to go to the gallbladder instead of the urinary bladder. As a result of this injury to the urinary bladder, the pt had to undergo another surgery to repair the urinary bladder. This add'l surgery extended the time for the original laparoscopic procedure. Due to the surgical repair of the bladder, the pt had to wear a foley catheter for 1 wk. The pt was actually discharged from the hosp to home with the foley catheter in place. Six days after discharge, the foley catheter was removed. The pt stated that two days after the foley removal, they developed a high fever. Pt was then seen by the dr who told them they had an infection. Pt was treated with keflex. About two days after this, the pt developed severe abdominal pain and weakness. While pt layed in bed one day, they suddenly noticed that a large amount of urine spontaneously drained from the surgical incision at the navel. The pt's family rushed pt to the emergency room of the same hosp where pt had previously done surgery. The pt stated the dr did not believe that the discharge that came from the incision was really urine. Pt stated that both the dr and the hosp staff felt that it was drainage from the wound itself (ie) wound drainage. Consequently, the pt was not admitted to the hosp. But was sent home. Two days after this, the pt saw the surgeon in his office. He then ordered diagnostic testing for pt to determine the nature of complaint. An x-ray was done which showed that the pt's bladder was draining into stomach cavity and as a result, the actual drainage was flowing through the incision at the pt's navel. As a result, the pt was again hospitalized for two days, and another foley catheter was inserted. The pt stated the dr felt this was necessary to help the bladder heal. Pt was also treated again with an antibiotic. Gradually, the drainage decreased, and the pt was discharged from the hosp again with the foley catheter in place. The pt stated that two days after pt discharge to home, pt developed breathing problems, enlargement of the tongue, dificulty swallowing and a yeast infection. The pt's daughter who is a nurse, consulted with the surgeon and the pt was treated with medication. Pt obtained relief from these symptoms, but then developed severe pelvic pain. The pt was again rushed to the emergency room at the hosp. Pt was told that they had an allergic reaction to the latex in the foley catheter. The foley catheter was then removed and the pt was discharged to home again, this time with no medication. The pt stated that health continued to decline, so pt went to see family physician. Family physician referred pt to a urologist who treated them successfully with medication and finally pt's suffering was resolved. The pt stated that they had the surgical procedure with the trocar at hosp.